Event description:
It was reported that the pt never had therapeutic effect for their pain and the stimulation electrocuted them. The deice was explanted. A follow-up will be sent if additional info becomes available.